Event description:
Connector piece would not hold epidural catheter, crna attempted to insert catheter three times and each time catheter would slip out of the connector. FDA safety report ID# (B)(4).